Event description:
During left total hip arthroplasty being performed by surgeon on a patient with avascular necrosis, the head of a zimmer impactor broke off from handle. The screw holding the flat round head on the handle appeared to have broken. X-rays taken and no metal fragments were noted to be retained.====================== health professional's impression======================screw securing flat round piece of impactor to handle piece appeared to have failed.